Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient observed insulin leakage at the luer connector while attempting a meal announcement, which was traced to an incompletely twisted infusion set connection; the connector was then fully tightened and the patient was advised on proper assembly and monitoring. Symptoms included hyperglycemia with a recorded blood glucose of 210 mg/dl for about one hour without ketone testing, loss of consciousness, or other acute symptoms. Outcomes included no alarms for prolonged hyperglycemia, no use of backup therapy, and no medical intervention or assistance required. Investigation included complaint intake, user guidance, and troubleshooting with education on proper luer-to-infusion set connection. Investigation of this case revealed user assembly error leading to transient leakage, resolved with correct tightening of the luer connector. It was concluded that the event was attributable to improper connection rather than device malfunction, with resolution after corrective handling instructions.